Event description:
Caller reported that insulin gauge displayed a different amount than expected, with a discrepancy exceeding 30 units on a previous day. There was no adverse impact to the customer's blood glucose level. Caller was advised by technical support to call back for troubleshooting if the issue occurs again with an active fill estimate, and caller acknowledged this instruction.